Manufacturer narrative:
The initial MDR information submitted on august 29, 2014 was reported to ams in error by personnel in spain due to incorrect translation from (B)(4). Reportedly, there was no event on (B)(6) 2014, where a sureflex r-llf200tg fiber was used and a patient experienced a urethral injury.

Event description:
It was reported that while using the sureflex fiber, there was a "spontaneous rupture of the fiber". (Translated from (B)(4)). Patient outcome: "injury of the urethra". No further patient information was reported. No further information was available.